Event description:
Pain in groin, lower abdomen, vagina, pubic area and down leg exacerbated by sitting. Unable to sit on a hard surface at all. This pain has continued for over a year since surgery and have gone through much testing and referred to many specialists. Now the pain is occurring in the upper abdomen (abd), mid back on both sides. Finally the surgeon says that the only thing to possibly help relieve this continued pain is to remove the mesh; another surgery and there is no guarantee it will even help. I have missed work, lost pay, did not get a raise among many other moments of my life that I will never be able to get back. I want this pain gone! I have been on tramadol and vicodin for over a year and am now on antidepressants, not to mention the excess radiation exposure from multiple x-rays and medical copays. Route: intra corpus cavernosum. Dates of use: (B)(6) 2011 - (B)(6) 2012. Reason for use: femoral hernia and inguinal hernia.